Manufacturer narrative:
It was reported the patient received steroid injections (date not reported). This report is submitted september 16, 2019.

Event description:
The device was explanted due to infection and non-auditory percepts. The device passed all electrical tests confirming correct device function.

Manufacturer narrative:
This report is filed on february 24, 2020. (B)(4).

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2019, due to the ongoing cellulitis at the implant site. It is unknown if there are plans to reimplant the patient. This report is submitted december 17, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the recipient was hospitalized(date not reported) due to an infection which was treated with an antibiotics.